Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change with the ilet, encountering two consecutive infusion sites with kinked teflon cannulas and a fingerstick glucose of 460 mg/dl; the user was guided through a full supply change, corrected the cannula fill setting from 9 mm to 6 mm, and resumed insulin delivery, with backup therapy advised as needed. Symptoms included hyperglycemia. Outcomes included user education and continuation of therapy with planned follow-up. Investigation included user interview and remote troubleshooting with procedural education on infusion set insertion and cannula fill parameters. Investigation of this case revealed infusion set/cannula kinking and improper cannula fill setting as likely contributors to high glucose, consistent with infusion delivery issues related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors and infusion set performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.